Manufacturer narrative:
One used 14 cm (5.5") smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer was received for evaluation. Visual inspection and functional testing was carried out. The seal was observed to have been popped out of the body. The sample was primed at gravity pressure with a leak observed on the microclave with the seal popped out. The reported complaint of a leak could be confirmed. The probable cause is unknown. D9 - date returned to mfg.: 11/17/2025.

Event description:
Event occurred regarding a 14 cm (5.5") smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer where it was reported that approximately one hour after installation, it was observed that the device was not properly connected at the line level, resulting in leakage of the administered treatment onto the patient¿s bed. Additionally, the valve had become dislodged and was visibly externalized. Treatments were stopped and the device was removed and lines changed. ¿taurolock¿ was administered due to the unexpected cessation of continuous treatments blocked the catheter. There was a loss of continuously administered treatments (pediaven g20%, smof lipids, primene 10%, vancomycin, cyclosporin, acupan) and a one hour and 30-minute delay in administration. After a new preparation, the therapy was completed. There was no blood loss considered clinically significant. The leak was cleaned up according to facility protocol with no specific kit. The patient¿s condition before, during and after the incident was good except when the catheter obstruction required the administration of taurolock. The patient did not receive the full intended dose. No harm was reported.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.